Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the extended infusion set tubing got detached from tubing connector on (B)(6) 2024 while sleeping. The site location was abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.